Manufacturer narrative:
Additional information: no device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
It was not possible to calibrate the patient's sensor following implant on (B)(6) 2021. A successful calibration was performed on (B)(6) 20201, while the patient was in the clinic for a pulmonary artery pressure catheter reading for a heart transplant work-up.